Event description:
It was reported that regarding impedances; reviewed information about out-of-range impedence values. The reporter reviewed out of range impedances >4,000 on the bipolar pairs that resolved after increasing the amplitude. Tech services discussed with the reporter known issues with low default amplitude and pulse width. The patient was experiencing a loss of therapeutic effect / sensory at current settings. The patient at low amp settings needed increasing to 3.x volts (below 4 v, but somewhere in the 3 volt range) in order to feel stim and get therapy benefit. She was sitting at low amplitude prior. The reporter met with the patient yesterday and it was unknown when the patient lost therapy benefit. The reporter asked patient if she had any falls or trauma suspecting the lead had moved further away from nerve, and the patient indicated no events. Patient surgically was feeling stim around the 1.4-1.8v in or (this was about 8 months ago). Additional information received noted that there was no revision. The patient was adjusted at office from 1.5v up to over 3v. The patient felt stimulation after that. Before she didn¿t feel it anymore and symptoms returned to baseline. They had no idea why therapeutic effect was much higher now. It was noted that the patient will call the office if it doesn't work.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0a13v, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va0a13v, implanted: (B)(6) 2013, product type: lead. (B)(4).